Event description:
During the procedure, the physician used a wilson-cook quicksilver bipolar coagulation probe. The device was advanced through the accessory channel of the endoscope and cautery was applied. At this time. It was noticed that the tip had detached from the device. The tip of the probe was removed from the pt via grasping forceps. No injury to the pt was reported.